Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime, excessive no delivery test due to motor error alarm. The motor was tested outside the device and passed motor test. The insulin pump passed self-test, a21 test, displacement test and all operating currents were normal. No unexpected low battery or off no power alarm noted. The insulin pump was programed to alarm low reservoir and low reservoir function properly. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, cracked case near the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 482 mg/dl and the time of incident and 555 mg/dl at the time of call. Customer treated high blood glucose with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. During troubleshooting for high blood glucose, it was found that cannula was bent. It was also found that the time clock was one minute fast. Insulin pump passed high pressure test, but received another motor error alarm. Customer was advised that insulin pump would need to be replaced.